Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported separation and stretching were confirmed. The reported entrapped device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. MFR site - contact office first and last name was updated from (B)(6) to (B)(6).

Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. During removal of a3.50x20mm nc trek balloon dilatation catheter after inflation, resistance was met with the anatomy and the catheter shaft became stretched. A 1.5mm unspecified balloon was used to inflate the stuck portion and everything was able to be removed successfully without issue. There were no adverse patient effects or clinically significant delay reported. No additional information was provided. Additional information received (B)(6) 2019: the proximal shaft became separated during the procedure during removal. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. During removal of a 3.50x20mm nc trek balloon dilatation catheter after inflation, resistance was met with the anatomy and the catheter shaft became stretched. A 1.5mm unspecified balloon was used to inflate the stuck portion and everything was able to be removed successfully without issue. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.